Event description:
It was reported that 6 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer reported that there were some fluids in the barrel before use.

Manufacturer narrative:
H.6. Investigation: customer returned (6) 3/10cc, 12.7mm, 29g syringes in open poly bags from lot # 9294643. Customer states that there were some fluids in the barrel before use. All returned syringes were tested and a small, clear droplet of material came out of the cannula when fully depressing the plunger rod on 5 out of 6 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 2000842714] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer reported that there were some fluids in the barrel before use.